Event description:
It was reported that, during a hip surgery, a magnet was not placed on this cardiac resynchronization therapy defibrillator (crt-d). As a result, noise oversensing with pacing inhibition, for about 6 seconds, occurred. A magnet was then placed on the crt-d. The anesthesiologist was inquiring to get a better understanding of magnet placement. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during a hip surgery, a magnet was not placed on this cardiac resynchronization therapy defibrillator (crt-d). As a result, noise oversensing with pacing inhibition, for about 6 seconds, occurred. A magnet was then placed on the crt-d. The anesthesiologist was inquiring to get a better understanding of magnet placement. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received, this crtd was explanted due to normal battery depletion and successfully replaced. No additional adverse patient effects were reported